Manufacturer narrative:
The reported complaint of a fluid splash cannot be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Initial reporter (full) phone number: (B)(6). Additional contact: (B)(6).

Event description:
The complaint/event involved a chemolock¿ bag spike with additive port, chemolock¿ port. The reporter stated that when nurse disconnected the chemo lock IV tubing from mtx bag, fluid splashed from the chemo lock out into the nurses eye during a patient's infusion. There was no dripping noted from IV tubing or mtx bag after reconnection. Mtx was flushed with no further issues.